Manufacturer narrative:
A philips clinical support engineer (cse) interviewed the customer, and they indicated it was not possible to view alarm strips for patient. The customer tried replacing the x2, but the problem persisted. The cse discussed morphologic changes and how they were learned. The cse also showed the customer how to use the relearn key. If no ventricular alarms were present for a patient who clearly has a ventricular rhythm, it may be because the learned rhythm was also a ventricular rhythm. The cse reviewed the strips the customer sent by email for evaluation. It appeared that the learning occurred during a phase of normal morphology. Without further investigation, the cse was not able to tell if there was other relearning that occurred. The cse discovered on the saved strip that some of the ventricular beats were labeled as n for normal, indicating that a relearn may have occurred after the initial learning, which may be why some of, what appeared to be ventricular beats, were labeled as n.the cse provided the customer with star algorithm documentation for reference. Once documentation is received, the customer will offer some education to the clinical leadership.based on the information provided in the case, the philips cse reported there was no malfunction of the monitor noted or indicated. The monitor was functioning normally. No further investigation or action is warranted at this time.

Event description:
It was reported the accelerated idioventricular rhythm (aivr) alarms were not present and not alarming. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.